Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina. The index procedure was performed on the same day. The target lesion was a de-novo culprit lesion for st elevation myocardial infarction (stemi) located in the distal right coronary artery (rca) with 90% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 38mm x 2.75mm ion¿ stent. Following post dilatation, residual stenosis was 0 %. The target lesion #2 was a de-novo lesion located in the 1st diagonal with 90% stenosis and was 18 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm and 2.25 mm x 8 mm ion¿ stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. Target lesion #3 was a de-novo long lesion extending from mid left anterior descending (lad) to distal lad with 90% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.25 mm x 32 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with unstable angina. Six days later, patient was hospitalized. The 99% isr of the previously placed 38mm x 2.75mm ion¿ stent stent in distal rca was treated with balloon angioplasty and placement of drug eluting stent resulting in 0% residual stenosis. Medication was also given to treat the event. Four days post procedure, the event was considered resolved without residual effect and patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).